Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was visually inspected and functionally tested. The fiber passed the hene light visualization, connector segment verification, saline flow test, forward firing test, fiber card data review, and unaided inspection. During microscopic inspection of the fiber tip, a distal circumferential fracture was identified, and debris was observed at the distal end. The rate of forward firing was below the threshold for potential patient harm. In addition, bending and melting were noted near the metal cap. No other abnormalities were identified along the fiber body. It is probable that the identified debris adhesion on the metal cap surface during analysis contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The device instructions for use warns the user to not bury the tip of the fiber into the tissue. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber started forward firing. The procedure was completed using a second fiber. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber started forward firing. The procedure was completed using a second fiber. There were no patient complications.